Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that after implantation of intraocular lens (iol), the patient experienced lens induced shadow which was blocking side vision. The lens was explanted in a secondary procedure and replaced with a monofocal lens. The clinical reason for explant was negative dysphotopsia.